Event description:
Customer discovered that ventilator stopped cycling on a patient and started to alarm. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. Ventilator was taken to the biomed department to be evaluated. No patient injury occurred.